Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Sizing was performed two weeks prior to implant and the disease progressed during this time. It was reported that when the stent graft was implanted there was a type ia endoleak. The physician did not notice that fact and when the stent graft was implanted it was undersized. The proximal neck diameter was significantly enlarged due to an exacerbated aneurysm from a retrograde dissection. Another manufacturer¿s aortic 28.5x33mm extension was added, however, the type ia endoleak persisted. No further intervention was performed and the decision was made to monitor the patient. The physician commented that since the patient has poor renal function, it is not possible to increase the number of angiography. Just below renal artery there is a dissection and exacerbated aneurysm therefore the decision was made to monitor the patient in order to avoid exacerbation of the patient¿s anatomy with further treatment.

Manufacturer narrative:
(B)(4). Undersized stent graft was used. Stent graft was implanted in a patient with a pre-implant dissection.